Event description:
A review of the maude database revealed the following voluntary report from a pt: the pt reported experiencing "starbursts and glare at night...the starbursts are getting worse and worse.." The pt also reported the starbursts seemed to go away when using lubricating drops.

Manufacturer narrative:
Product, clinic and reporter are unk.